Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is month and year valid. G2. Foreign: iceland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a distributor representative (dis) met with a patient who reported issues with their recharger, including failure to recharge and overheating. The patient had been off treatment for two weeks as a result. They replaced the recharger with a new device, and the implanted neurostimulator (ins) immediately began charging without issue. Cause unknown. The issue has resolved, no patient harm reported. Additional information was received. It was stated that the recharger heating began in september of 2024. Ins and recharger information confirmed. Hcp info provided. Cause of the heating was not known, but confirmed the antenna was heating. The recharger is in the possession of medtronic distributor. Information has been confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Correction to the initial report's "date manufacturer received" date (g3). It was later determined that the initial aware date for the report of the overheating recharger issue was 2024-oct-04, and not 2024-oct-25 as was initially reported. The initial report for this event should therefore be considered late. Section g3 was updated in this supplemental report to reflect this change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.